Event description:
It was reported that the patient experienced hyperglycemia symptoms of feeling dizzy and the blood glucose monitor displayed a result of 160 mg/dl. The patient expected the blood glucose result to be higher. At an unknown time, the patient went to the urgent care and the blood glucose result was over 400 mg/dl. The patient's wife transported him to the hospital emergency room. The blood glucose result was in the "200's mg/dl range" on the hospital's meter. The patient was treated with saline and unknown insulin via IV. The patient was released from the hospital after 3 to 4 hours.